Event description:
Country of complaint: (B)(6). During a hernioplasty with mesh, four premilene sutures with different batches and references broke. All of them when suturing skin when they broke, detaching the needle from the thread or breaking the tread at the end.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 38 unopened and 1 open racepack. There are no previous complaints of this code/batch. There are no units in OEM stock. We have received 38 closed samples and 1 open sample with detached needle and a piece of thread broken near the needle attachment (3 cm approx). Tested the knot pull tensile strength of closed samples received and the results fulfill the requirements of the OEM. Tested the needle attachment of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements: final conclusion: the complaint is not corresponding (not justified), corrective/preventive actions: not applicable.